Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Reportedly, the customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.